Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had stored false, out-of-range measurements from prior to implant. It was determined that the crt-d was taken out of storage approximately 17 months earlier, and had been recording measurements while not implanted. There also appeared to be an out-of-range measurement dated for the day after implant (1/24), but technical services (ts) explained this was likely a combination of a pre-implant measurement and the 24-hour device clock rather than a true out-of-range measurement related to the implanted system. At this time, right atrial (ra) lead measurements were 2v @0.4ms and 569 ohms, right ventricular (rv) measurements were 2v @ 0.4 ms and 571 ohms, and left ventricular (lv) measurements were 2.7 v @ 0.4 ms and 804 ohms. A request was made to have data from this device analyzed. Data analysis confirmed the battery power consumption while out of storage and until january 5 was higher than while currently implanted. While the device was not pacing while out of storage, it was cold in comparison to the body temperature environment for which it was designed, which may have contributed to the elevated battery consumption rate. Engineering calculations found that while some overall longevity was lost due to this scenario, an estimated 11.3 years of battery longevity was remaining. This crt-d system remains in service. No adverse patient effects were reported.